Event description:
It was observed during device evaluation, that the ultrasound bronchofibervideoscope had no ultrasound image and the probe cover was off. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no ultrasound image and the probe cover coming off was stress and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.